Manufacturer narrative:
(B) (4). (B) (4). Wound dehiscence. The product upon which this medwatch is based has been received; however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a surgical procedure on the right colon by colioscopy on (B) (6) 2010 and suture was used on the digestive tissue. The pt developed fever and peritonitis a few days after the procedure. The pt underwent a second surgical procedure on (B) (6) 2010 to repeat the anastomosis as the anastomosis had broken.